Manufacturer narrative:
The reported complaint of "the (B)(4) xp ivtm system (s/n (B)(4)) remained dark after powering up the console" was confirmed during functional testing. The root cause of the reported issue was the defective power supply, likely attributed to a defective component. During visual inspection, it was noted that the roller pump lid was broken, unrelated to the reported complaint. The observed physical damage was appeared to be the characteristics of harsh impact due to user mishandling. The roller pump lid should be replaced to address the issue. During functional testing, after the console was switched on, only the cooling fan started running while the system failed to boot up. Subsequently, the display head remained dark; thus, confirming the cutometer's reported complaint. Investigation revealed that the power supply failed to provide the essential voltage needed to boot up the software and display pcb. The defective power supply must be replaced to remedy the fault. Unable to download the event logs due to the defective power supply issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for (B)(4) with serial number (B)(4).

Event description:
During setup, the display head of the thermogard xp ivtm system (s/n tgxp00233) remained dark after powering up the console. Another thermogard console was used to initiate the ivtm therapy. The reported issue did not cause a significant delay in providing ivtm treatment. No consequences or impact to the patient.